Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electronic board during visual inspection. Pump received with scratched case and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. They tried changing the battery but the display did not return. They had this issue before and was sent a replacement battery cap but this did not resolve the issue. The customer had reverted to a back-up plan and had treated their low blood glucose. The customer¿s blood glucose level was 2.4 mmol/l. The insulin pump was not damaged. The battery cap was not damaged. The insulin pump had not been knocked or dropped. The device will be returned for analysis.